Event description:
It was reported that during the pre-use check, leakage of air from the product was observed. No patient injury was reported.

Manufacturer narrative:
Other, other text: in the photos provided, damage due embedded resin was observed in two of the photos. The returned sample was visually inspected; the sample presented tier damage due embedded resin in the circuit. Through an internal CAPA, the principal cause was determined to be screw and barrel wear on flights, a condition that directly affects to the internal plastination process. This issue was escalated to an internal CAPA and occurrence is being monitored via trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. No lot number was provided to perform device history record review.